Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system was implanted during a cystoscopy and obtryx sling insertion procedure performed on (B)(6) 2013, to treat stress urinary incontinence and erosion of a previous sling in the bladder. On (B)(6) 2013, the patient underwent a cystoscopy removal of mesh under intravenous (IV) sedation procedure to treat bladder laceration and erosion of periurethral mesh. During the procedure, a very thin shred of periurethral mesh was found on the left lateral wall of the bladder near the ureterovesical junction. It was noted that a wisp of mesh tissue was protruding. The mesh that protruded was removed using a biopsy forceps. On (B)(6) 2015, the patient underwent cystoscopy and bladder biopsy under intravenous (IV) sedation due to dysuria, urinary frequency. During cystoscopy, it was found that the patient had interstitial cystitis throughout the trigone area and on the posterior wall of the bladder. Reportedly, there were no evidence of mesh erosion within the patient's bladder. On (B)(6) 2017, the patient underwent excision of vaginal prolapse mesh, sling revision, vaginal advancement flap, and cystoscopy with bilateral ureteral marking stents procedure due to vaginal mesh exposure, chronic pelvic pain, urinary retention, bladder mesh erosion and bladder stone. On (B)(6) 2018, the patient underwent cystoscopy, stone manipulation removal, removal of mesh fibers from the bladder, and fulguration of bladder due to bladder stone and mesh erosion. During procedure it was found that the stone was adherent to the mesh on the left lateral wall of the bladder. There was then exposed mesh fibers, which was pulled out using graspers. Bladder fulguration was then carried out around the eroded mesh area to help with the future healing. Reportedly, the procedure was completed without patient complication.